Manufacturer narrative:
The device has not yet been made available for evaluation at this time. Should further information become available, a follow-up report will be issued.

Event description:
Provider alleges consumer alleges when they connected the terminal that was not plugged in for shipping there allegedly was a spark and a small flame at the charger.

Event description:
Provider alleges consumer alleges when they connected the terminal that was not plugged in for shipping there allegedly was a spark and a small flame at the charger port.

Manufacturer narrative:
The original batteries had one damaged terminal on each battery. It appears the battery bag was deliberately modified post final release and charging current was run though the battery plate inside the bag as opposed to the designed in series electrical connections. The battery bag tested normally with replacement batteries. Pride warns not to modify your travel scooter in any way.